Event description:
A physician reports that she examined a patient who had undergone cataract surgery with implantation of the crystalens in the left eye (os) in 2006. Surgery was performed by another physician. Postoperatively (date unknown), the patient complained of constant severe glare in the operative eye. Upon examination, the reporting physician observed tear film insufficiency with mild punctate staining in both eyes. The crystalens was not completely in the capsular bag; a portion of the lens was in the sulcus. Minor pco was noted behind the lens. No intervention has been performed at this time. Additional information is being requested from the reporting physician.

Manufacturer narrative:
Device remains implanted and is therefore not available for evaluation.